Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported volume to be infused (vtbi) was not changing no matter how long it had been running for. The reporter indicated the patient was at the facility for an hour at this point, and the volume had not changed. Vtbi 69ml. Starting volume was 138ml. Rate 3.0cc/hr over 46 hrs. No kinks occlusion or visible defects noted. Infusion was stopped and patient came back the next day to continue infusion once we were able to get another nimbus pump. Therapy resumed on a replacement pump. Medication being infused was flourouracil. There was no patient impact.